Event description:
Philips received a complaint from a philips authorized service provider (asp), reporting the locking caster on the v60 ventilator stand was damaged. The device was not in clinical use. The issue was identified during evaluation of the device. There was no report of harm or impact to patient /user. The device did not meet specification for intended use and remained out of service. The asp evaluated the device and confirmed the locking caster was broken and required replacement. The asp replaced the caster. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.